Event description:
It was reported that during preparation for a percutaneous coronary intervention, foreign matter was found in the packaging. Prior to procedure the advantage balloon catheter inflation device was opened and it was noted the was some type of foreign material (described as a "bug's feather") inside the packaging. Another of the same device was used during the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a percutaneous coronary intervention, foreign matter was found in the packaging. Prior to procedure the advantage balloon catheter inflation device was opened and it was noted the was some type of foreign material (described as a "bug's feather") inside the packaging. Another of the same device was used during the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the unit was visually inspected. There was no evidence of use and the outer box had not been previously opened. The breather bag and the tyvek lid were returned sealed with the complaint device. A piece of loose cardboard measuring 4mmx 1mm was evident under the external packaging window and outside the tyvek lid/breather bag of the interior packaging. The complaint device was not functionally tested as the device was not used during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be manufacturing. (B)(4).